Event description:
A 37-year-old female patient with a history of heart bypass surgery presented to (B)(6) hospital, (B)(6), on (B)(6) 2026 with complaints of chest tightness and palpitations. An initial alinity I stat high sensitive troponin-I (hstni) result (sid (B)(6) generated a value of 11169.3 pg/ml (reference range: 0¿15.6 pg/ml). Other cardiac biomarkers, including bnp and ck-mb, were within normal limits. The physician suspected acute myocarditis and acute myocardial injury and admitted the patient. During the hospitalization from (B)(6) 2026 (discharged (B)(6) 2026), serial hstni testing on the alinity I platform was provided. The following results were: (B)(6) 2026 (sid (B)(6): 13283.8 pg/ml, (B)(6) 2026 (sid (B)(6): 9058.5 pg/ml, (B)(6) 2026 (sid (B)(6): 10861.3 pg/ml. The customer stated the patient underwent comprehensive cardiac evaluation, including echocardiography, coronary angiography, and holter monitoring. All findings were normal. Autoimmune antibody testing was also negative. On (B)(6) 2026, the patient had additional testing performed at two separate hospitals. The following data was provided: (B)(6) hospital, (B)(6): sid (B)(6): hstni result = 14169.8 pg/ml (ran on (B)(6). (B)(6) hospital: mindray chemiluminescence platform produced an hstni result of 2.4 pg/ml (reference range: <28 pg/ml). On (B)(6) 2026, the patient had additional testing performed at two separate hospitals. The following data was provided: (B)(6) hospital, (b)(^): sid (B)(6): hstni result = 7156.2 pg/ml (ran on (B)(6) (B)(6) hospital: hstni testing performed using the ortho clinical dry chemistry platform result = 12 pg/ml (reference range: <20 pg/ml). Additional laboratory testing was provided by the customer: on (B)(6) 2026: ebv capsid antigen igg antibody = 262.8 u/ml (reference range: 0¿20 u/ml) ebv core antigen igg antibody = 536.6 u/ml (reference range: 0¿12.5 u/ml) repeat testing on (B)(6) 2026: ebv capsid antigen igg antibody = 331.8 u/ml, ebv core antigen igg antibody = 1017.0 u/ml. On the days of testing, qc was within range. No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13-77 that has a similar product distributed in the us, list number 4z21, with 510k number k202525.